Event description:
The customer reported that while in pt use the ventilator :o2 supply pressure lower limit alarm" occurred. The pt was removed from the ventilator and placed on another ventilator. No pt harm.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacing the pressure regulator fixed the reported issue. The carefusion failure analysis tech will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
Failure analysis (fa) lab received a vela, replacement, regulator. Fa performed regulator calibration, and found regulator to be within standards. Upon further investigation found that ¿02 inlet low¿ alarm went off, however was only able to duplicate under these circumstances: applied 65% 02 and alarm went off, mal-adjusted regulator and 02 alarm went off, and finally turned off 02 supply for 02 alarm to signal. Fa could only duplicate alarm under specific circumstances, not under given parameters by customer. Fa disassembled regulator to check for any dirt or debris, found none. The vela, replacement, regulator was scrapped.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Device has been returned, evaluation pending.